Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient has developed endophthalmitis post lens implant. The doctor indicated it may have been caused by the patient rubbing their eye after surgery. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: day 2 post-op the patient was seen in the office and was 20/20. On day 3 post-op, the patient presented with a severe infection. The eye was inflamed, oozing puss, swollen, and had a pressure of 40. The physician sent the patient to retina doctor. The retina doctor performed a vitrectomy on day 3 post-op. The patient was given antibiotic injections. The patient had a retinal hemorrhage. The doctor feels the patient will probably lose his eye. The physician reportedly noticed the tech. Fold the iol with her gloved fingers.

Manufacturer narrative:
Corrected data: (name, email), (contact phone). Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lot number of the intraocular lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.